Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 540 mg/dl, which was treated with manual injection and water. Customer did not have symptoms. Customer reported that insulin was pushed out of body by insulin pump. Customer reported that healthcare professional suggested that customer had scar tissues and had problems with insulin absorption. Customer was advised to speak with healthcare professional regarding infusion set options.